Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
End user reported that she developed red bump rash on hands that spread by evening to entire body. She stated that she has used this product for eighteen months without incident. She removed the wafer two days ago and at that time she noticed a solid red raised itchy rash under the tape collar. A physician prescribed an oral tapered dose of prednisone and changed appliance to acrylic adhesive tape.